Event description:
It was reported when the programmer is turned on, a black screen appears that says there is a serious programmer error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device screen turned gray. System error found in error log and the stylus was found out of place. The ECG (electrocardiogram) connector was found broken loose from the links electronic module printed circuit board. The fan is noisy.